Event description:
I used fixodent from approx 2000 until 2009. While I was using fixodent, I began experiencing numbness and burning in my feet, legs, and hands. I was diagnosed with neuropathy in 2008. I have had blood test every 3 months from 2006 until 2008. I am require continued medical treatment. Dose or amount: denture cream, frequency: 3 times daily, route: oral. Dates of use: 2000 - 2009.